Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella 5.5 was placed in an68-year-old male with a history of coronary artery disease status post prior coronary artery bypass grafting and diabetes mellitus underwent planned high-risk cardiac surgery with impella 5.5 support for postcardiotomy cardiogenic shock and low cardiac output syndrome in the setting of coronary artery bypass grafting. Prior to device support, the patient was receiving inotropes, vasopressors, and mechanical ventilatory support. Impella 5.5 access was obtained via the axillary artery. Post-implant, the impella 5.5 was positioned within the aorta. Device alarms and reduced flow saturation were noted during support. Subsequent evaluation by the cardiac surgery team included computed tomography imaging, which demonstrated evidence of an acute cerebrovascular accident. Patient survived. It is unknown whether all recommended best practices to mitigate the risk of stroke were followed. Review of the event did not identify a device anomaly, and no causal relationship between the impella 5.5 device and the reported cerebrovascular event was established.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: high or saturated pump flow: the cause of the saturated pump flow is not determined since data logs and product were not returned for investigation. Stroke: the cause of the injury was unable to be determined due to insufficient clinical details.